Event description:
It was reported that while using the ilet, the user experienced hyperglycemia with a blood glucose reaching 380 mg/dl after dinner, trending down to 330 mg/dl during a call. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impact. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.